Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the top jaw of the device broke off. The tissue was normal thickness and the surgeon was using the device as intended. The generator gave an error tone ¿replace device.¿ the broken jaw was retrieved from the patient using fluoroscopy. The case was completed using a vaginal approach. No patient consequences were reported. The patient was discharged the following day. One device returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw missing and returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. However; no yellow alert screens were displaying during testing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.